Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter for this complaint device; however, the advancer was not returned for analysis. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. The handshake connection was received inside the burr catheter housing and would not retract. There were numerous kinks throughout the sheath. The housing was dismantled and it was noticed that the handshake connection was not attached to the coil and not returned for product analysis. The coil was broken and stretched for 18cm distal of the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that unstable speed occurred. The 90% stenosed target was lesion located in the moderately tortuous and moderately calcified vessel. A 1.75mm rotalink¿ plus was selected for use. During procedure, the operational speed was set at 160,000rpm. When the burr came in contact with the lesion, the rotational speed did not decrease; instead, the speed reached to 220,000rpm. The burr was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.